Event description:
It was reported that during a superion indirect decompression system implant procedure the spindle cap broke off of the implant. The physician removed the broken implant and replaced it with a smaller size. The patient was doing well post-operatively. The broken device was disposed at the facility and was not returned to bsc.